Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was a non-shockable rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. Review of the device activity logs determined that the customer was performing CPR during an analysis causing the ECG waveform to be mistaken as shockable rhythm. The device log determined, with the criteria provided, that the device was performed within specification and within the limitations of the technology available. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. It's relevant to mention according to the operations guide, a patient must be motionless during ECG rhythm analysis. Do not touch the patient during analysis. If transporting the patient in the hospital, cease all movement before beginning ECG analysis. No trend is associated with reports of this type.